Manufacturer narrative:
Calcification of implanted valves may occur over a period of time. Calcification that interferes with valve function may require intervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx23mm implanted in the aortic position was explanted after an implant duration of four (4) years and eight (8) months due to early calcification. As reported, patient's aorta was also heavily calcified. This case involved a patient who was 67 years old at the time of initial surgery. A 23mm edwards valve was implanted in replacement. The patient's outcome was noted as recovering.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a valve model (B)(6) implanted in the aortic position was explanted after an implant duration of four (4) years and eight (8) months due to early calcification. As reported, patient's aorta was also heavily calcified. This case involved a patient who was 67 years old at the time of initial surgery. A 23mm inspiris resilia valve was implanted in replacement. A tear in leaflet was created during explant. The outcome of the patient was noted as recovering.

Manufacturer narrative:
H3. Device evaluation: the device was returned for evaluation. X-ray demonstrated wireform intact, heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the outflow aspect. Extrinsic calcific deposits fused leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow and outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed at commissure 1 at the outflow aspect and on leaflets 1 and 3 at the inflow aspect. Leaflet 3 had a 1 mm tear in the cusp area. Calcification observed at the tear. Sewing ring was cut off from the valve and exposed the metal band at leaflet 1 on the inflow aspect. Multiple sutures remained attached to the sewing ring. Multiple suture fasteners were also attached to the sewing ring. H10: additional manufacturer narrative: updated b5 and added information to h6.